Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(6) 2015, rv pacing impedance rose to 399 ohms from 304 ohms. Additionally, oversensing was noted due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, v sensing integrity counts up to 16; vt-ns episodes with evidence of lead noise oversensing. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical devices: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had stored episodes with oversensing and noise near the t wave. Testing was performed and excessive noise was exhibited. The lead had pulled back into the atrium with only the tip of the lead remaining in the ventricle. A lead insulation problem was suspected. Also, the impedance values were noted to have changed recently. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.